Event description:
Pt admitted to the hospital on (B)(6) 2009, with profound heart failure exacerbation, significant volume overload and shortness of breath. Heart mate ii left ventricular assist device placed on (B)(6) 2009. Left ventricular assist device placed as a bridge to transplant. Coseal surgical sealant was used to hemostatically prepare the dacron graft in the inlet portion of the heart mate ii device. Emergent return to surgery for sternal exploration for mediastinal bleed on (B)(6) 2009. On (B)(6) 09, pt with decreased blood flows and decreased blood pressure. Tee on (B)(6) 09 showed severe right ventricle dysfunction. To surgery (B)(6) 09 for right vad placement. Temp 102.4 placement of rvad failed to restore adequate lvad flows. Family declined request to replace lvad and asked that support be withdrawn resulting in exp of the pt . Postmortem exam revealed that the dacron graft had collapsed into the lumen of the ventricular cannula resulting in significant reduction in flows. Potential contributors may have been the expansion of the coseal within the flexible portion of the ventricular graft and/or very high flow requirements associated with large pt size.